Event description:
Caller states patient reportedly received results of 475 mg/dl and 192 mg/dl within 10 minutes on the inform system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
Caller states patient reportedly received results of 475 mg/dl and 192 mg/dl within 10 minutes on the inform system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.